Event description:
It was reported one side of the peel-away sheath broke off while attempting to separate the two halves. The sheath was removed and the procedure completed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed that it was not torn along the score lines as intended. One of the tabs separated from the main sheath body partway down the extrusion. The separation points were stretched and jagged. Functional inspection could not be accurately performed due to the condition of the returned sample. Manufacturing engineers confirmed the appearance of the damage is consistent with a manufacturing issue. A device history record review was performed, and several findings were identified. For part number eb-01042-002, batch 34c23f0030, five non-conformances were initiated regarding peel-away sheath damage. Based on the non-conformances and the returned sample, these findings are relevant to this investigation. The customer report of a peel-away sheath torn incorrectly was confirmed through complaint investigation of the returned sample. Visual inspection revealed the sheath did not tear along the score lines as intended. As a result, one of the tabs separated from the main peel-away sheath body. Based on these circumstances , and the comments from manufacturing, this issue is manufacturing related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported one side of the peel-away sheath broke off while attempting to separate the two halves. The sheath was removed and the procedure completed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).